Event description:
Additional information received from a representative reports the revision was done due to the fact the patient lost over 50 lbs (pounds) and was now having discomfort at the pocket site.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0h9n5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The stimulator was protruding . There were no trauma/falls reported that could be related to this issue. Symptom reported was pain over stimulator. It was unknown if this was a sudden or gradual change in therapy/symptoms. Event date for ins (stimulator) "moving to difference areas" and causing pain was in (B)(6) 2015. Patient reported that the ins was down on her "tush" and after christmas she felt the device come to the surface. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A revision of the pocket was done to make ins (stimulator) location more comfortable for the patient.